Event description:
The customer reportedly received the following results on the accu-chek compact plus system within 10 minutes: 239 mg/dl, 88 mg/dl, and 101 mg/dl. No reported actions taken on treatment rendered. The caller asked if not washing hands and sugar on hands affected the results. The caller did not confirm that this occurred with the back-to-back results. No adverse event reported. New system sent to customer and return requested.